Event description:
It was reported to covidien in 2008 that a customer had an issue with a PICC. The customer reports that an infant had a kendall argyle double lumen neonatal PICC line that was infiltrated, causing the infant to develop a pleural effusion. Thoracentesis was done and 16 mls of hyperal and lipids were obtained. The double lumen neonatal PICC line was inserted in 2008, and the placement was confirmed with a chest x-ray.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.